Manufacturer narrative:
(B)(6). Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4230349. No abnormalities observed after reviewing preventive maintenance, calibration and equipment. Conclusions - bd was not able to duplicate or confirm the customer¿s indicated failure mode. As there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while performing a procedure with the suspect device, blood leaked onto the phlebotomist's finger. It was noted that the rubber sheath seemed to be a bit bent. No gloves were worn and there was no report of blood exposure to mucous membranes. The hospital protocol for blood exposure was followed and both the phlebotomist and patient received lab work. No additional medical interventions were provided.